Event description:
During follow-up, device battery longevity was found to be lower than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion was confirmed via longevity calculations. Analysis of the device found premature battery depletion was caused by high current present in the hybrid due to integrated circuit failure drawing high current.